Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus"), device dislocation ("her right essure coil migrated outside of her fallopian tube") and chronic hepatitis c ("chronic hepatitis c") in a 24-year-old female patient who had essure (batch no. A01070) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's past medical history included accident automobile, back injury, leg pain (chronic) and d & c. Concurrent conditions included obesity, fibromyalgia, arthralgia, coccyx pain, cholelithiasis, cholecystectomy, smoker, stress, substance abuse, dizziness and syncope. Concomitant products included meclozine (meclizine) for dizziness. On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia), abnormal heavy menstrual bleeding, prolonged menses"), fatigue ("fatigue") and nausea ("nausea"). In october 2013, the patient experienced back pain ("back pain"). In november 2013, the patient experienced depression ("depression"), dyspareunia ("pain during intercourse, dyspareunia"), abdominal distension ("bloating"), headache ("headaches") and anxiety ("anxiety"). In january 2014, the patient experienced dental caries ("dental problems: teeth started rotting") and tooth loss ("dental problems: teeth started falling out"). In june 2014, the patient experienced alopecia ("hair loss"). In july 2014, the patient experienced vaginal infection ("irregular vaginal infections") with vaginal discharge. In october 2014, the patient experienced chronic hepatitis c (seriousness criterion medically significant). In december 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), oligomenorrhoea ("prolonged cycles"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), fallopian tube disorder ("essure inserted in only one tube because of scar tissue in other tube") and pain ("body aches"). The patient was treated with citalopram hydrobromide (celexa), alprazolam (xanax), alprazolam, surgery (underwent a bilateral salpingectomy to remove the essure devices) and surgery (underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, chronic hepatitis c, dysmenorrhoea, oligomenorrhoea, dental caries, depression, dyspareunia, alopecia, vaginal infection, procedural pain, vaginal haemorrhage, menorrhagia, fatigue, abdominal distension, migraine, headache, anxiety, weight increased, tooth loss, back pain and nausea had resolved and the fallopian tube disorder and pain outcome was unknown. The reporter provided no causality assessment for nausea with essure. The reporter considered abdominal distension, alopecia, anxiety, back pain, chronic hepatitis c, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, headache, menorrhagia, migraine, oligomenorrhoea, pain, procedural pain, tooth loss, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms following the removal surgery, patient suffered a painful post-operative recovery. Current weight 170 lbs insertion details: the r essure was placed with 3 coils visible but the l could not. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Lab results: hcv rna, quantitative 11528997 iu/ml (normal in < 15) hcv rna, quantitative 7.06 log iu/ml (normal < 1.18) acute abdominal series x-ray report revealed in the pelvis, an essure closure device on right is present. On 09feb2015, weight: 229 lbs, bmi: 43.43. On (B)(6) 2013, lumbar spine x-ray report revealed no acute abnormality. Question prior essure placement on right versus other etiologies of retained hardware. (B)(6) 2014, acute abdominal series x-ray report revealed mild fecal stasis, otherwise nonspecific abdomen. (B)(6) 2014, abdominal us revealed probable small gallstones in neck of gallbladder without other evidence of cholecystitis. Common duct slightly prominent. No evidence of gallbladder thickening or pericholecystic fluid collection present. Incomplete visualization of tail of pancreas due to overlying bowel gas. Balance of structures unremarkable. (B)(6) 2014, pelvic ultrasound revealed nonvisualization of right ovary with normal appearance of left ovary with follicular changes. No free fluid in cul-de-sac. Grossly unremarkable appearance of the uterus with likely interval removal of intrauterine device when compared to previous CT exam. (B)(6) 2015, surgical pathology report revealed left fallopian tube, right fallopian tube with essure device. Right fallopian tube with essure device: fallopian tube with pinpoint lumen and wire stent consistent with essure. Left fallopian tube: no diagnostic abnormalities. Gross: left fallopian tube shows a pinpoint lumen. Right fallopian tube with essure, proximal segment contains a wire stent. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: anxiety, depression, fatigue, back pain, fibromyalgia, dyspareunia, arthralgia and abdominal pain" and the following one was reported via social media: body aches. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media case. New event added- body aches. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus"), device dislocation ("her right essure coil migrated outside of her fallopian tube") and chronic hepatitis c ("chronic hepatitis c") in a 24-year-old female patient who had essure (batch no. A01070-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted in only one tube" and device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test." The patient's past medical history included accident automobile, back injury, leg pain (chronic) and d & c. Concurrent conditions included obesity, fibromyalgia, arthralgia, coccyx pain, cholelithiasis, cholecystectomy, smoker, stress, substance abuse, dizziness, syncope, back pain, asthma, hepatitis c, hip arthropathy and fallopian tube disorder. Concomitant products included meclozine (meclizine) for dizziness as well as duloxetine hydrochloride (cymbalta) since 2013 and salbutamol sulfate (proair hfa) since 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia), abnormal heavy menstrual bleeding, prolonged menses"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2013, the patient experienced back pain ("back pain worsened"). In (B)(6) 2013, the patient experienced depression ("depression"), dyspareunia ("pain during intercourse, dyspareunia"), abdominal distension ("bloating"), headache ("headaches") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced dental caries ("dental problems: teeth started rotting") and tooth loss ("dental problems: teeth started falling out"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vaginal infection ("irregular vaginal infections") with vaginal discharge. In (B)(6) 2014, the patient experienced chronic hepatitis c (seriousness criterion medically significant). In december 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), oligomenorrhoea ("prolonged cycles"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and pain ("body aches"). The patient was treated with citalopram hydrobromide (celexa), alprazolam (xanax), alprazolam, surgery (underwent a bilateral salpingectomy to remove the essure devices) and surgery (underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, chronic hepatitis c, dysmenorrhoea, oligomenorrhoea, dental caries, depression, dyspareunia, alopecia, vaginal infection, procedural pain, vaginal haemorrhage, menorrhagia, fatigue, abdominal distension, migraine, headache, anxiety, weight increased, tooth loss, back pain and nausea had resolved and the pain outcome was unknown. The reporter provided no causality assessment for nausea with essure. The reporter considered abdominal distension, alopecia, anxiety, back pain, chronic hepatitis c, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, oligomenorrhoea, pain, procedural pain, tooth loss, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms following the removal surgery, patient suffered a painful post-operative recovery. Current weight 170 lbs. Insertion details: the r essure was placed with 3 coils visible but the l could not. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Lab results: hcv rna, quantitative 11528997 iu/ml (normal in < 15). Hcv rna, quantitative 7.06 log iu/ml (normal < 1.18). Acute abdominal series x-ray report revealed in the pelvis, an essure closure device on right is present. On (B)(6) 2015, weight: 229 lbs, bmi: 43.43. On (B)(6) 2013, lumbar spine x-ray report revealed no acute abnormality. Question prior essure placement on right versus other etiologies of retained hardware. (B)(6) 2014, acute abdominal series x-ray report revealed mild fecal stasis, otherwise nonspecific abdomen. (B)(6) 2014, abdominal us revealed probable small gallstones in neck of gallbladder without other evidence of cholecystitis. Common duct slightly prominent. No evidence of gallbladder thickening or pericholecystic fluid collection present. Incomplete visualization of tail of pancreas due to overlying bowel gas. Balance of structures unremarkable. (B)(6) 2014, pelvic ultrasound revealed nonvisualization of right ovary with normal appearance of left ovary with follicular changes. No free fluid in cul-de-sac. Grossly unremarkable appearance of the uterus with likely interval removal of intrauterine device when compared to previous CT exam. (B)(6) 2015, surgical pathology report revealed left fallopian tube, right fallopian tube with essure device. Right fallopian tube with essure device: fallopian tube with pinpoint lumen and wire stent consistent with essure. Left fallopian tube: no diagnostic abnormalities. Gross: left fallopian tube shows a pinpoint lumen. Right fallopian tube with essure, proximal segment contains a wire stent. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: anxiety, depression, fatigue, back pain, fibromyalgia, dyspareunia, arthralgia and abdominal pain" and the following one was reported via social media: body aches. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus"), device dislocation ("her right essure coil migrated outside of her fallopian tube") and chronic hepatitis c ("chronic hepatitis c") in a 24-year-old female patient who had essure (batch no. A01070) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's past medical history included accident automobile and back injury. Concurrent conditions included obesity, fibromyalgia, arthralgia, coccyx pain, cholelithiasis and cholecystectomy. On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia), abnormal heavy menstrual bleeding, prolonged menses"), fatigue ("fatigue") and nausea ("nausea"). In october 2013, the patient experienced back pain ("back pain"). In november 2013, the patient experienced depression ("depression"), dyspareunia ("pain during intercourse, dyspareunia"), abdominal distension ("bloating"), headache ("headaches") and anxiety ("anxiety"). In january 2014, the patient experienced dental caries ("dental problems: teeth started rotting") and tooth loss ("dental problems: teeth started falling out"). In june 2014, the patient experienced alopecia ("hair loss"). In july 2014, the patient experienced vaginal infection ("irregular vaginal infections") with vaginal discharge. In october 2014, the patient experienced chronic hepatitis c (seriousness criterion medically significant). In december 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), oligomenorrhoea ("prolonged cycles"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and fallopian tube disorder ("essure inserted in only one tube because of scar tissue in other tube"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure devices) and surgery (underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, chronic hepatitis c, dysmenorrhoea, oligomenorrhoea, dental caries, depression, dyspareunia, alopecia, vaginal infection, procedural pain, vaginal haemorrhage, menorrhagia, fatigue, abdominal distension, migraine, headache, anxiety, weight increased, tooth loss, back pain and nausea had resolved and the fallopian tube disorder outcome was unknown. The reporter provided no causality assessment for nausea with essure. The reporter considered abdominal distension, alopecia, anxiety, back pain, chronic hepatitis c, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, headache, menorrhagia, migraine, oligomenorrhoea, procedural pain, tooth loss, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms following the removal surgery, patient suffered a painful post-operative recovery. Current weight 170 lbs insertion details: the r essure was placed with 3 coils visible but the l could not. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Lab results: hcv rna, quantitative 11528997 iu/ml (normal in < 15). Hcv rna, quantitative 7.06 log iu/ml (normal < 1.18). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number added. Essure removal date was updated to (B)(6) 2015. Events dental problems: teeth started rotting, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue, bloating, migraines, headaches, anxiety, weight gain, chronic hepatitis c, dental problems: teeth started falling out), back pain, nausea and plaintiff denies undergoing an essure confirmation test added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus") and device dislocation ("her right essure coil migrated outside of her fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), oligomenorrhoea ("prolonged cycles"), tooth disorder ("dental problems"), depression ("depression"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), vaginal infection ("irregular vaginal infections") with vaginal discharge and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, dysmenorrhoea, oligomenorrhoea, tooth disorder, depression, dyspareunia, alopecia, vaginal infection and procedural pain was resolving. The reporter considered alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, oligomenorrhoea, procedural pain, tooth disorder, uterine perforation and vaginal infection to be related to essure. The reporter commented: patient sought medical attention for her symptoms following the removal surgery, patient suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.